Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd884452 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of made mistake/touch contamination, non-compliant, and peritonitis in a patient (B)(6) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient made mistake/touch contamination and was non-compliant, which resulted in peritonitis. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the events were unknown. The action taken with dianeal was not reported. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy and did not provide an opinion of causality for the event of non-compliant. The nurse did not comment on or provide an opinion of causality for the event of made mistake/touch contamination reported by the consumer.